Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided. Date of event - occurred in 2010; the exact date is unknown. Date explanted - occurred in 2010; the exact date is unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent right partial knee arthroplasty on (B)(6) 2009. A subsequent revision was performed on an unknown date in 2010 for an unknown reason. No further information has been provided.